Manufacturer narrative:
The field service engineer found a damaged pinch valve tubing. He replaced the tubing and verified the operation of the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for three patients tested on a cobas e 411 immunoassay analyzer. Prior to patient testing, the customer confirmed the qc results were acceptable. The initial hcg results were reported outside the laboratory. The doctor questioned the reported results and the customer performed repeat testing with the samples. On (B)(6) 2022, patient 1's initial hcg result was 0 miu/ml. The patient's repeat result was "normal." For non-pregnant premenopausal women, product labeling states the expected hcg results are "= 1 miu/ml." For non-pregnant postmenopausal women, product labeling states the expected hcg results are "= 7 miu/ml." For pregnant women from weeks 3 to 18 of gestation, product labeling states the expected hcg result range is 5.8-58176 miu/ml. On (B)(6) 2022, patient 2's initial hcg result was 0 miu/ml with a data flag. The patient's repeat result was 53.99 miu/ml. On (B)(6) 2022, patient 3's initial hcg result was 0.100 miu/ml with a data flag. The patient's repeat results were 54.84 miu/ml with a data flag, 53.99 miu/ml with a data flag, and 54.45 miu/ml with a data flag. The customer determined the repeat hcg results were correct and corrected reports were provided. The hcg reagent lot number was 584579 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer reported patient 2 and patient 3 were the same patient. The initial reporter received questionable elecsys hcg + beta test system results for two patients tested on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, patient 2's initial hcg result was 0.100 miu/ml with a data flag. The patient's repeat results were 54.84 miu/ml with a data flag, 53.99 miu/ml with a data flag, and 54.45 miu/ml with a data flag. The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.